Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem's customer technical support (cts), the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. The customer's blood glucose was 136 (mg/dl). The customer declined follow up by cts to ensure the alert did not reoccur after charging the pump.